Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An analysis was performed on a returned device and the reported experience was confirmed. The cause was related to the operational context at time of device use. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the cause for failure to deploy needles is due to user error. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Six unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A root cause for the reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se, with a 6fr sheath, after an interventional procedure. Reportedly, when deploying the clip, it was noticed that the clip looked like it was anchored at the end of the delivery system. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.